Manufacturer narrative:
(B)(4). Date sent: 12/16/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/2/2024. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "staples did not fire properly"? Was the staple line complete? What was the shape of the staples (b-formation, irregular, legs straight)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the staples did not fire properly. Some closed properly & some didn't. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024 d4 batch #206d58 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. No malformed staples were noted. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 206d58, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2024. Additional information was requested, and the following was obtained: I am attempting to gather further information from the surgeon directly. 1. Please provide more details for "staples did not fire properly"? See below. 2. Was the staple line complete? Yes it the sled reach the end of the reload with out lock out. 3. What was the shape of the staples (b-formation, irregular, legs straight)? Correct the information provided to me is second hand at this time. I have been told that the staple fired the entire way through the tissue, however from approximately halfway the staple formation was insufficient (not b form and not adequately securing the tissue) requiring them to repeat the firing with a new device. I will provide further detail if I can get it from the surgeon.